Event description:
It was reported that the ilet displayed a possible update failure alert, showed as disconnected in the mobile app, and exhibited prolonged charging with minimal battery gain despite the charger light illuminating; the device was reconnected to the app and then placed on the charger, and a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included the user pausing pump use, continuing cgm monitoring with dexcom g7, syncing data to the app, and preparing the device for return. Investigation included user interview, troubleshooting for connectivity and charging, and review of device use and update status. Investigation of this case determined an issue with one of the charge circuits.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.